Event description:
Additional information was received that this device was explanted and replaced 1.6 years later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker showed a battery status us 1.5 years remaining. It was noted that six months ago, the device showed a battery status of 4.5 years. Boston scientific technical services (ts) discussed submitting a copy of device memory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the local field representative that a follow up appointment was scheduled for a date in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.